Event description:
It was reported that, during a procedure, the allura cv20 reported an error and, following multiple reboot attempts, was unable to start up. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was automatically rebooting. Upon functional testing the fse found output power lost. To resolve this issue the fse replaced the power tray. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.